Manufacturer narrative:
Section a2: age: unknown; information not provided. Section a3b, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. Section e1: telephone number: (B)(4). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while loading the preloaded monofocal intraocular lens (iol) into the cartridge the injector tip pierced through the side of the cartridge and damaged the iol. There was no patient contact. No further information is available.